Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The device's machine flow sensor and blower assembly were found to be contaminated with dirt and were replaced to address the issue. Additionally, not related to the reportable issue, the device's system board tubing, fio2 tubing and blower bellows seal were found to be contaminated with dirt. The components were replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed. The device's air inlet foam, muffler assembly and particulate filter were replaced due to preventive maintenance protocol. The device was cleaned and tested. The device passed all final testing.